Manufacturer narrative:
Initial.

Event description:
It was reported that insulin delivery appeared to stop after approximately (B)(4) units because the infusion set connector was not attached correctly, leading to the cartridge becoming dislodged; after guided troubleshooting, the user completed a new supply change sequence and insulin delivery resumed. Symptoms included perceived lack of insulin delivery without reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included restoration of therapy with no injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and user education on correct infusion set and cartridge connection. Investigation of this case revealed user setup error associated with an incorrectly attached infusion set connector and a displaced cartridge. It was concluded, based on established findings for similar reports, that the cause was use error related to improper infusion set connection and supply change technique.